Event description:
It was reported that during a da vinci s sacrocolpopexy procedure, the surgeon gripped tissue and cauterization automatically occurred, causing a superficial burn to the patient's sigmoid colon. A general surgeon was called in to review the injury and placed a couple stitches as a precaution. The electrical surgical unit (esu) and cable were disconnected and replaced as well as the instrument. The system was restarted and the planned surgical procedure was completed. No further patient harm or adverse events were reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) discovered that the electrical surgical unit (esu) used during the procedure was set on the automatic setting, therefore, as soon as the surgeon gripped tissue with the instrument, the esu cauterized without the foot pedal being pressed. The fse notified the surgical staff of the incorrect esu setting used. The staff reported that the surgeon had a procedure directly following this event and the case was completed with the same equipment and there were no issues. The patient was reported as recovering fine with no post operative complications. As of april 1, 2011, there have been no reported recurrences of the issue at this hospital.